Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 478 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Subsequent information was received indicated that this left ventricular (lv) lead continued to exhibit high oor pli. The physician visually saw lead damage so he cut out the damaged portion of the lv lead by using a lead repair kit. The terminal was replaced and put the lead back into the header. The damaged portion of the lead was returned. The local field representative was contacted, however no information was obtained. Boston scientific technical services (ts) stated that this is off label and cannot guarantee lead function.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing lead impedance measurement greater than 2,000 ohms along with loss of capture (loc). The device was reprogrammed to lv tip to rv coil and lv tip to can which resulted a good impedance and threshold. Further, the patient experienced feeling weak which was likely associated with loc on the lv lead. Boston scientific technical services (ts) discussed that there might be something going on with the lv ring either conductor or connection issue but on the other hand lv tip was still working. Ts would also considered using other program as it was also working. Attempts to seek for additional information was not attained. The cause of the observation was not identified. The system remains in service. No adverse patient effects were reported.